Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting possible premature battery depletion due to an unexpected decrease in remaining longevity. The patient has been in atrial fibrillation (af) for the past month. A boston scientific technical services consultant discussed the decrease in remaining longevity and stated it could be due to af and increased microprocessor usage for increased atrial sensing. A download of the device data was performed and analyzed. The device is high rate atrial sensing at an average rate of 231 bpm. High rate atrial sensing can cause an increase in power consumption. The consultant discussed the findings with the caller. The device remains implanted at this time. No adverse patient effects were reported.